Event description:
It was reported that a spectrum pump alarmed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the systeme error 105. The evaluation experienced the system error 105 caused by a seizing motor. The motor assembly was replaced.